Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer has reported that the m3001a multi-measurement server failed and requested evaluation of the device as the device may have contributed to a delayed transmission of patient related measurement data to the bedside monitor in use. Based on the limited information provided at this time, philips will consider that a potential health risk may exist related to this occurrence. No patient harm.

Event description:
The customer has reported that the m3001a multi-measurement server failed and requested evaluation of the device as the device may have contributed to a delayed transmission of patient related measurement data to the bedside monitor in use. No patient harm occurred related to this occurrence.